Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started slowing down (the motor movement was very poor), and they were "shaking like a leaf this mo rning." In addition to the shaking, the caller said the patient also had pain in their neck that developed this morning. Last night, the caller said the patient noticed the ins charge level was "quite discharged," so they charged it to 100%. Today, the caller noti ced therapy was turned off because they did not see the lightning bolt icon in the upper left-hand corner of the recharger display. The caller pressed the 'neurostimulator on' button on the left-hand side of the recharger, but therapy did not turn on. The agent reviewed that the neurostimulator on/off button was deactivated for dbs rechargers; the caller understood. The caller also mentioned that they tried using the 37642 patient programmer to turn the therapy on. Still, they were unsuccessful (the caller attributed this to not being educated on how to use the patient programmer). The agent educated the caller on the patient programmer's general use. During the call, the caller synced the patient programmer with the ins and could see that therapy was off and the ins charge level was ok. The agent reviewed how to turn the therapy on, and the caller confirmed this was successful. Once therapy was on, the patient said they could feel the stimulation. The caller said the patient would monitor their symptoms now that therapy was turned on and follow up with their healthcare provider if symptoms do not resolve.